Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A nurse manager reported that during an intraocular lens (iol) implantation procedure, the iol was inserted and removed due to a scratch/crack. The iol was previously removed from the preloaded delivery system, reloaded into different injector. Additional information was provided indicating that the reason for removing the iol from the preloaded delivery system was reported as "surgeon's preference". In the surgeon's opinion the injector was the cause/contributor of the event and the injector will be sent for repair.